Manufacturer narrative:
The reported events of failure to capture, under sensing, and oversensing were not confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix clogged with blood/tissue. X-ray examination found the helix was bent. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the first clinic check the right ventricular (rv) lead was noted to be dislodged, no capture and low sensing were also noted. Dislodgement was confirmed under fluoro. The lead was explanted and replaced. The patient is in stable condition.